Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 32 mg/dl. Suspected cause was due to the customer¿s settings requiring adjustments. The customer had a headache and required assistance due to their bg. The customer's partner administered a shot of glucose, and the customer subsequently consumed more carbohydrates to address bg. Customer updated their pump settings to address the event.